Event description:
It was reported a patient presented in clinic for follow up, unstable threshold was observed. The lead was found to be dislodged via fluoroscopy. During the explant procedure, the physician observed that there was no suture on the sleeve. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.